Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that their insulin pump has the wrong transmitter identification programed in the device. The patient's blood glucose level was 303 mg/dl at the time of the call. The customer stated that they had pneumonia and needed assistance from paramedics whom saved him. The customer spent the last two months trying to recover. The customer was assisted with programing the correct transmitter identification in the insulin pump. The customer did not return the product back for analysis.